Manufacturer narrative:
The returned device consisted of the opticross imaging catheter. Visual inspection revealed that the sheath was kinked. Microscope inspection revealed that the imaging window and the imaging core were twisted. The impedance test showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 08 jan 2025. It was reported that visualization issues occurred. The 98% stenosed target lesion was located in the moderately tortuous, moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was unable to provide an image. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no patient complications were reported. However, device analysis revealed that the imaging window and the imaging core were twisted.